Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the xray had stopped working. As part of troubleshooting processing, rse found that system had errors and warnings were caused by the collimator or spectral filter. To resolve the issues, rse suggested to the customer to replace the sib or load the system software. As no reply received from the partner after 14days of action plan, rse considered as the device was operational as intended. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that x-rays stopped working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.